Event description:
It was reported the telemetry patient was found deceased. The patient was admitted via the emergency department due to chest pain an lower extremity edema. The workup was indicative of mesothelioma with metastasis to the liver. The patient was having intermittent melena stools, for which the nurse called the doctor for orders on more than one occasion. The nurse assessed the patient's vital signs and status at 21:56, 00:09, and at 05:32. Orders were received at 07:08 due to a drop in hemoglobin, indicating two units of prbcs should be given. At approximately 07:15, a nursing aid discovered the patient deceased and a code blue was called. The physician arrived and found the patient was very obviously deceased, with full body pallor and rigor mortis setting in. It was noted at the time of the code that the telemetry pack was not functioning as the battery had been fully discharged. A log review revealed an alarm notification occurred for 'tele service batt' but there was no warning for 'low' or 'empty' battery. The customer requested assistance with the death investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone#: unknown. E1: reporter phone#: unknown.